Manufacturer narrative:
(B)(4). Inserted upside down.

Event description:
The reporter stated the patient moved while the surgeon was inserting a 12.6mm micl 12.6 implantable collamer lens and the lens opened up upside down. The lens was removed with no patient injury, no enlarged incision. The back-up lens was implanted.